Event description:
It was reported that a malfunction occurred without any notable events preceding it. There was no reported adverse impact to the customer¿s blood glucose level. The pump was out of warranty, and a supplier¿s report was provided.